Event description:
A ventilator was returned to a third-party service center for service. There was no harm or injury reported. During the evaluation of the device at third-party service center, it was not possible to calibrate the breathing circuit on the device. It evaluated pressures poorly, the minimum ventilation alarm. The device evaluation is still ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.

Manufacturer narrative:
H3 other text: device was evaluated by third party service center.

Manufacturer narrative:
On previously submitted report, a ventilator was returned to a third-party service center for service. There was no harm or injury reported. During the evaluation of the device at third-party service center, it was not possible to calibrate the breathing circuit on the device, it evaluated pressures poorly, the minimum ventilation alarm. The device's air inlet foam filter was replaced to preventive maintenance.